Event description:
It was reported that the infusion was completed in 24 hours instead of 48 hours. In evening on day of surgery, the patient fell down in hospital's restroom with a blood pressure of 60 mmhg. It was stated that the pump was empty. Fill volume 100ml. Pump is being retained by customer.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot number. No determination could be made as to why the pump appeared to flow fast. It was reported that the anesthesiologist later tested the flow accuracy of the device and stated that there was no problem with the flow rate. If additional information that is pertinent to this event becomes available, I-flow will open the complaint.